Manufacturer narrative:
This device was returned to boston scientific. However, per the german medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a returned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time. This report contains additional information in section b5 describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant. The physician stated that the lead was used normally, however there were insufficient measurements noted and due to which the physician repositioned it. However, the lead could no longer be moved as it had entangled indissolubly in the trabecular. The physician suspected that this was due to design of the leady body. Subsequently this lead was removed and not in service. This lead is expected to return for analysis. Additional information received indicated that the physician repositioned the lead during the attempted implant procedure, due to suboptimal pacing threshold and sensing measurements. There was no loss of capture (loc), however there was high capture threshold. Subsequently a non-boston scientific lead was implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant. The physician stated that the lead was used normally, however there were insufficient measurements noted and due to which the physician repositioned it. However, the lead could no longer be moved as it had entangled indissolubly in the trabecular. The physician suspected that this was due to design of the lead body. Subsequently this lead was removed and not in service. This lead is expected to return for analysis. No additional patient adverse effects were reported. At this time, no further information is available.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant. The physician stated that the lead was used normally, however there were insufficient measurements noted and due to which the physician repositioned it. However, the lead could no longer be moved as it had entangled indissolubly in the trabecular. The physician suspected that this was due to design of the leady body. Subsequently this lead was removed and not in service. This lead is expected to return for analysis. Additional information received indicated that the physician repositioned the lead during attempted implant procedure, due to suboptimal pacing threshold and sensing measurements. There was no loss of capture (loc), however there was high capture threshold. Subsequently a non-boston scientific lead was implanted. No additional patient adverse effects were reported.